Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device passed self-test, unexpected restart error test, and displacement test, no unexpected alarms were noted. The device had minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 and keypad anomaly. Customer's blood glucose was unknown mg/dl. Customer stated that after entering the time the numbers kept scrolling up. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.